Event description:
It was reported that balloon was broken. The target lesion was located in the mildly tortuous and severely calcified arteriovenous vein. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was broken upon first inflation at 10 atmospheres for 1 minute. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination identified a balloon longitudinal tear beginning approximately 1mm distal of the distal markerband and extending approximately 5mm proximal of the distal markerband. A. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon was broken. The target lesion was located in the mildly tortuous and severely calcified arteriovenous vein. A 7.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was broken upon first inflation at 10 atmospheres for 1 minute. The procedure was completed with another of the same device. There were no patient complications reported.